Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch and would not enter the cylinder. There was no patient injury and there was an unknown delay in procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history records show that lot released with no recorded anomaly or deviation. A conclusive root cause could not be determined with the available information.